Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a noisy image. There was no patient involvement.

Manufacturer narrative:
B3: olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.